Manufacturer narrative:
Batch review performed on 17 may 2018; lot 176079: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-12-04; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 weeks after primary. The surgeon washed out the hip and swapped the poly. The surgery was completed successfully. Note: pathogen unavailable.